Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI number: (B)(4). On (B)(6) 2018, it was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating (it was tough to turn), the combs are bending, pins are very hard to open. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number 06903 as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller, comb, and side plates were all damaged. The pretests could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretests could not be performed due to the damaged comb. The device also had a damaged roller and side plates. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pretests could not be performed due to the damaged comb. The device also had a damaged roller and side plates. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the unit was not working properly/tearing skin as the internal piece that rotates the cutter was not rotating. The combs are bending and the pins are very hard to open. There was no harm reported, but a delay of unknown timing. They had to get new mesher and more cadaver skin.